Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h2, h3, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; deformation, yellow particles in shell, weight within specification. After autoclave cycle was identified: bubbles in gel. Based on the device analysis the final assessment is: no issues found related to the manufacturing process.

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and patient's concern with product.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patient's concern with the product and late forming seroma. Device remains implanted.